Manufacturer narrative:
The ge healthcare service representative replaced the bag to vent switch to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The ge healthcare service representative reported that the bag to vent switch intermittently was not being activated. There was no report of patient involvement.